Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure and ligature in a veterinary ovariectomy of a dog, three needles got loose from the device. To resolve the issue, another device from a different manufacturer was used. There were no patient injury.